Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mbt revision remaers kept stripping out during use. The revision adaptors kept stripping. This is more of a constant struggle to keep them replaced. Had to utilize all sets to finish surgery.

Manufacturer narrative:
Examination of the returned device confirmed the reported damage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.